Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient has a nevro device and they need an MRI. The patient was redirected to their healthcare provider/device manufacture to further address the issue. This report reflects information received by FDA in form of a notification per 803.22 (b) (2).